Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he removed sensor the sensor was curved. The customer also experienced high blood glucose. The customer¿s blood glucose was 476 mg/dl. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.